Event description:
During the endoscopic browplasty procedure two holes were created in the cranium per the directions in the instructions for use. Upon successful completion of the second hole the physician noted that the collar had separated from the drill bit shaft. A second bit was available but not required. The browplasty was completed without incident or pt impact.